Manufacturer narrative:
The customer was provided with info for ordering/purchasing replacement tubing. In follow up with the customer, she indicated that she pumps two times a day while at work and otherwise breast feeds her baby. She does not know why she developed mastitis, but was looking to all issues that could be related, including the black spots in the tubing. She was initially diagnosed with mastitis on (B)(6) 2012, and then again on (B)(6) 2012, and was prescribed an antibiotic for each occurrence. She has purchased replacement tubing and continues to use the breast pump without issue. Her mastitis is resolved and she is using propolis (a supplement), as recommended by a local pharmacy and confirmed by her doctor, to help avoid getting mastitis again. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The customer's issue with black spots in the tubing appear to be the result of improper cleaning/drying, not a product malfunction. It cannot be definitively concluded that the pump caused or contributed to the mastitis, but the customer was using the breast pump when she was diagnosed with each occurrence. Complaint will be monitored for similar issues.

Event description:
The customer reported to customer service that she noticed some black spots in the tubing for her breast pump and suspects that it's mold. She tried to steam the tubing a few times, but that made it cloudy and didn't remove the black spots. She has been using her pump for ten months and she washes her parts at work and puts them back into the bag without allowing them to air dry. She pumps twice at work and sometimes there is still moisture in the parts when she pumps the second time. She has had mastitis three times.